Event description:
It was reported that the patient felt that her implantable neurostimulator (ins) had ¿flipped over.¿ she was still receiving therapy but was having a little more back pain and the battery site was sore. The manufacturer¿s representative (rep) offered to meet her for reprogramming but she stated that her ¿summer was too busy.¿ the rep. Instructed the patient to call them if she changed her mind.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).